Event description:
It was reported that when using a smart remote manager had a malfunction, that the door was stuck and failed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the door latch was not releasing when the door was unlocked. A field service engineer replaced microswitches to resolve the issue. The system functioned as intended after a field service engineer repaired the device.